Event description:
The customer reported obtaining erratic sodium (na) and chloride (cl) results for both qc and patient results from an olympus au640 clinical chemistry analyzer. The customer noted subsequent rerun of the samples generated acceptable results. Results were not reported out of the laboratory and there was no change to patient treatment associated with this event. Instrument verification test was performed by the customer and results barely passed. Attempts were made to obtain instrument printouts but were not provided. Beckman coulter field service engineer (fse) observed erratic na and cl results to a lesser degree. Fse replaced mid standard, bleach electrodes and sample probe due to crooked stream during was line prime. Precision test was run and instrument was verified per established procedures.